Event description:
After eight coils had been detached in an aneurysm coiling procedure. It was reported there was a 4mm burn mark where the ground terminal of the detachment sys unit was inserted in the pt. No pt injury reported.

Manufacturer narrative:
The returned detachment sys has been evaluated. The unit was tested and no anomalies were observed.